Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer requested a device event log review to determine how a doripenem infusion was programmed. The intended programming was 1000mg/200ml over 3 hours and the label on the bag indicated a drug concentration of 1000mg/200ml but the bag was reported to be "a 100ml bag." The patient was transferred to the special care unit for "re-desensitization" and may have had an allergic reaction during that process.

Manufacturer narrative:
The pcu event log does not show that guardrails was used to program any medications. Four pump modules were attached to the pcu. Channel a, previously programmed to infuse at 300ml/hr with a vtbi of 300ml at 4:56pm, was idle since 6:01pm. Channel b, programmed at 7:58 pm, was infusing a basic primary infusion at 73ml/hr with a vtbi of 20ml, and a basic secondary infusion at 73ml/hr with vtbi 200ml. Channel c, was infusing a basic primary infusion at 93ml/hr with a vtbi of 93ml. Channel d, previously programmed at 7:00 pm to infuse a basic primary infusion at 30ml/hr with a vtbi of 1ml was idle since 7:14 pm. Because the suspect pump module was not identified and the user did not use guardrails to program the infusion, the customer¿s request could not be determined from the pcu event log review.